Event description:
The unit was returned to a covidien service center. Upon triage, a visual inspection revealed burn damage to the power cable.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.